Manufacturer narrative:
The implanting clinician prescribed antibiotics for a potential infection. No further issues were reported. Travelers and sterility reports for lots swo200528 and swo200305 were confirmed to not show any issues. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, and sterile barriers of all product used were intact before implant. The cr reported the product's instructions for use were not followed, as the patient made a strenuous movement that resulted in movement of the stimulator. Based on this information, implant incision not healing and erosion were confirmed/replicated. There is no evidence that the product did not meet specification. The stimulator was used for the treatment of pain. The cause of the infection and erosion is unknown/no problem found, but may potentially be related to the device migration. The cause of the migration is excess physical movement (user error).

Event description:
On (B)(6) 2020, the patient experienced a migration that occurred due lifting an excessive amount of weight during a trial implant period. The implanting clinician pulled the trial stimulators after migration.